Manufacturer narrative:
Visual assessment shows the outer blade is bent and inner blade shows slight debridement of material at the distal radius. Dimensional inspection of the inner and outer blade found them to meet print specifications. The bending of the blade caused a misalignment resulting in the reported shedding. All indications point to excessive lateral load applied during use. Per the device¿s IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.

Event description:
During wrist arthroscopy procedure it was noted the device was shedding. They used another blade from the same lot and finished the case with no further incident. The surgeon flushed the shavings from the joint.

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).